Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the liner impactor fractured off the inserter handle.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows that a small portion near the attachment feature of the device fractured off, gouges and damages on the surface of the adapter. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause is considered to be design deficiency. This devices had a design improvement to the connection feature to prevent this failure mode. The design change eliminates the straight edge undercut stress riser of the connection feature by adding a full radius undercut. The new design demonstrates an improvement in mean time to failure performance over the previous design when tested at elevated impaction loads. The returned device is pre-design change product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.